Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient was unable to charge the ipg for 1 month. As a result, surgical intervention may be undertaken at a later date.

Event description:
Additional information received indicates that surgical intervention was undertaken on (B)(6) 2023 where the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.